Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter ample port connector and syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows the return syringe. Fourth photo sample shows outer tray packaging. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, after injecting the sterile water into the foley catheter, the water did not come out. Per additional information received on (B)(6) 2024, after a certain amount of time, the entire amount was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, after injecting the sterile water into the foley catheter, the water did not come out. Per additional information received on 24oct2024, after a certain amount of time, the entire amount was removed.